Manufacturer narrative:
The reported event was not duplicated. Upon disassembly a visual inspection, confirmed widespread corrosion, collet foot broken and lack of lubrication on bearings. The attachment is not a repairable device and will therefore not be returned to the user facility.

Event description:
It was reported that the bur came out of the straight medium saber attachment during use in a procedure at the user facility. No adverse consequences, no medical intervention, and no clinically significant delay were reported with this event. A backup device was used, and the procedure was completed successfully.

Event description:
It was reported that the bur came out of the straight medium saber attachment during use in a procedure at the user facility. No adverse consequences, no medical intervention, and no clinically significant delay were reported with this event. A backup device was used, and the procedure was completed successfully.